Event description:
The baxter senior complaint technician reported to baxter (B)(4) that an infusor sv 2 device was leaking at the junction of the tubing and stress-member during device evaluation. No patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual examination and functional tests were performed. Device evaluation discovered and confirmed the reported condition of a leak at the junction of the tubing and stress-member. The root cause could was determined to be insufficient bonding. This device is a single use device and was discarded. Batch review determined that no nonconformance report was documented for this lot. A follow up report will be submitted if additional information becomes available.